Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three weeks ago. It was reported that during the prep of the device the physician was unable to flush the delivery system. The wire port was able to be flushed without issue; however, the entire side port extension was not being flushed. The stent graft was slightly deployed, approximately 1 mm or less and then the stent graft was completely flushed. The stent graft cover was repositioned to cover the stent graft. The stent graft was implanted and the delivery system was discarded by the user facility. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This supplemental report is being filed to provide FDA a notice of retrospective filing of the field corrective action on 2013-sep-18 that was initiated on 2012-aug-30 for the inability to irrigate/flush the captivia delivery system. The fca consists of a notification to the customers outside of the united states. No us customers were affected as this issue does not present a risk to health posed by the device or remedy a violation of the act caused by the device which may present a risk to health.